Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility reported a pump with a overinfusion on a patient in obstetrics. The condition occurred during patient therapy while the patient was connected. There was no patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.